Event description:
It was reported that this left ventricular (lv) lead exhibited pacing inhibition. Technical services (ts) was consulted and discussed stored data, with oversensing of a signal for the lv lead noted. Additionally, it exhibited a decrease on, its impedance measurements, with the measurements still within range. Further in clinic examination and x-ray imaging was recommended to determine the possible root cause. Ts discussed programming lv sensing off as an option. This device remains in service. No adverse patient effects were reported. This report reflects info received by FDA in the form of a notification per 803.22 (b)(2).